Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle hub and shield broke before use. The following information was provided by the initial reporter, translated from japanese to english: "the needle hub broke with the shield."

Manufacturer narrative:
Investigation summary: customer returned a 3/10cc syringe. Customer states that the needle hub broke with the shield. The sample was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 8282548. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 02aug2019, holdrege received a photo. A visual evaluation of photo found (1) syringe with no needle assemblies attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle hub and shield broke before use. The following information was provided by the initial reporter, translated from japanese to english: "the needle hub broke with the shield."